Event description:
After approx 3 weeks of use, the tube detached from blood drawing port when doctor was drawing the blood.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually inspected the returned sample and confirmed the tubing was detached from the septum. The device history could not be reviewed as the lot number is unk. Conclusions - the engineer concludes that a possible root cause could be that production associates did not apply sufficient uv adhesive into the tubing and septum area during the bonding process, causing it to detach during use. (B)(4)